Manufacturer narrative:
Manufacturer ref#: (B)(4). Additional information received 13jan2025. According to the site the event did not happen due to device deficiency but the anatomy of the patient prevented perfect apposition of the graft during study procedure. Therefore, the event is considered not reportable to FDA as the device did not malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information from updated crf received 13jan2025. Secondary intervention performed on (B)(6) 2024 (41 days post procedure) to resolve type 1a (proximal) endoleak. Not part of a planned staged procedure. Proximal and distal extension placed, candy plug for false lumen occlusion and amplatz plug for the occlusion of lsa. Intervention is considered successful. Intervention is considered related to study device. The anatomy of the patient prevented perfect apposition of the graft during study procedure. The event did not occur due to device deficiency.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: protocol 17-13, patient (B)(6): procedure angiography showed patent thoracic and abdominal false lumen, flow from the primary tear, noted as type 1a proximal. On (B)(6) 2024, the patient was routinely treated for a subacute type b thoracic aortic dissection with placement of a zta-pt-34-30-209. Procedure imaging showed patent device, no device issue, and patent thoracic and abdominal false lumen, flow from the primary tear, noted as type 1a proximal. The 1-month follow-up imaging, performed 2 days post-procedure, showed patent device, no device issue and patent thoracic and abdominal false lumen, flow from the primary tear, however, this time noted as type 2 originating from accessory vessels. The difference in entry flow type from procedure to 2 days post-op was queried for confirmation and to identify if any other procedure was performed. Patient outcome: type 1a false lumen flow seen on procedure imaging was not noted on imaging taken 2 days later. The patient remains in the study, data collection is ongoing.